Event description:
Pt undergoing laparoscopic hiatal hernia repair. During procedure, disposable trocar shattered necessitating an open procedure to retrieve fragments. Two fragments sent to pathology. Shattered trocar given to co rep, who will return it to hosp after investigation. Open procedure done to retrieve fragments, pt admitted for observation without complication.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.